Event description:
Allegedly product had expiration date of (B)(6) 2010 and was shipped to hospital in (B)(6) 2011. This facility did not have a sales representative present at the surgery.

Manufacturer narrative:
The complaint was reviewed. The original packaging and labeling returned and inspected. The product was not returned.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. Although several attempts have been made, no medwatch 3500 has been received from the user facility.